Event description:
The customer's father reported that the ring in the reservoir compartment has come loose. Customer' s blood glucose was 134 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.